Event description:
A nasogastric tube placement using the cortrak on (B)(6) 2014 which resulted in placement in the right mainstem bronchus. It was detected in confirmation xray and removed immediately. No injury to pt. The pt had tolerated the procedure and did not exhibit signs or symptoms of distress.

Manufacturer narrative:
There was no report of pt injury or pneumothorax. The cortrak returned was evaluated and found to have no defect and functioned according to specifications. The tracing for the placement was reviewed and found to be representative of a right lung placement. At 1:42 into the placement, there is swift caudal movement of the tube/stylet tip tracing along the midline with deviation to the pt's right. This is indicative of a right lung placement. There is nearly complete erasure of the tube/stylet tracing at the 2:10 duration mark, which is indicative of pulling back or removing the tube/stylet. At the 3:39 duration mark, there is similar movement of the tube/stylet tip tracing along the midline with deviation to the pt's right which is indicative of right lung placement. There is nearly complete erasure of the tube/stylet tracing at the 3:49 duration mark, which again is indicative of pulling back or removing the tube/stylet. At the 3:54 mark, there is a third instance of the tube/stylet tip tracing along the midline with deviation to the pt's right side which is indicative of right lung placement. The tube/stylet tip tracing was confined within the upper right quadrant of the pt throughout the duration of the placement. The tracing does not show an expected tracing for proper placement of an ng tube into the pt's stomach or small bowel.